Event description:
Additional information: the patient also experienced a mental status change; and hypotonia followed by hypertonia. The cause of the event was unknown. The concentration of lioresal was noted as being 500 mcg/ml at a dose rate of 100.01 mcg/ml

Event description:
It was reported that the patient's pump was refilled on (B)(6) 2011. It was noted the actual residual volume was less than the expected volume. The patient experienced an overdose with symptoms of respiratory depression. On (B)(6) 2011 the patient was admitted to the emergency room. The patient had a uti (urinary tract infection) and was prescribed antibiotics. The reporter believed the patient may have been going through withdrawal, but the symptoms were "blamed on the antibiotics". As of (B)(6) 2011, the patient was hospitalized. The patient was "not responding" to oral baclofen given earlier in the day. Healthcare professional (hcp) noted the patient's therapy was intermittent / transient; patient had sporadic gaps in therapy. The issue with the pump system was undetermined. Hcp changed dosing, performed refills, and aspirated the catheter system. A rotor study and dye study were performed. In regards to the dye study, results were indicated as being normal. It was noted that all aspects seemed to be operating under normal parameters. The patient's pump was explanted and replaced on (B)(6) 2011 due to the patient's intermittent therapy. Upon replacement of the patient's pump, hcp pulled drug from the pump and the volume matched what the 8840 indicated. The patient's symptoms dissipated upon the new pump implant; was "doing much better"; no injury noted. Patient recovered without sequela. The drug in the pump was lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Per the pump logs, the pump administered lioresal (2000 mcg/ml) at a rate of 100.0 mcg/day as of (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.